Manufacturer narrative:
Final device analysis of the extension revealed the following: no anomalies found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an impedance issue with the extension. It was stated that "any" combination of unipolar or bipolar with contact 0 resulted in impedance being greater than 40,000 ohms. During the procedure, the healthcare provider (hcp) connected the extension to the device, connected the extension to the lead, placed the device in the pocket, and checked the impedance values. It was noted that "all" impedance values were "within acceptable range." After the device pocket was closed and the lead/extension connection was secured, impedances were checked again which showed an open circuit with contact 0. Impedances were within normal range after moving the lead/extension connection "around under the skin in the head." However, before the hcp closed the incision with a suture, impedances were checked which showed an "open circuit with anything with contact 0." After multiple "moves" with the lead/extension connection under the skin in the head and disconnecting then reconnecting the lead/extension two times, the impedances still showed an open circuit. It was stated that the hcp tested the impedances directly through the lead which were within normal range. It was concluded that the extension was the issue, and thus was explanted and replaced. After connecting "everything" and checking impedances multiple times, all results for electrode impedances remained "consistent with no issues." However, it was later stated that the most puzzling thing was that they showed they were normal, then an open circuit with contact 0, then normal with slight manipulation in a different position, then consistently again with an open circuit with contact 0. The patient reportedly was alive with no injury and there were no patient symptoms/injuries related to event. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID 3708660, serial # (B)(4), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.